Manufacturer narrative:
Supplemental documentation changed/additional information added. D9 device available for evaluation -yes, returned 8/2/2021. G6 type of report - follow-up, 01. H2 if follow-up what type? Additional information, device evaluation. H3 device evaluated by manufacturer -evaluation summary attached. H6 type of investigation- 10. H5 investigation conclusion - zcd00005/defect confirmed: unknown responsible party. H10 investigation report reads as follows: 08/24/2021 14:14:21 cst (brallo) "material number: mds806400fla sample and/or photo provided? Sample (quantity provided: 1 - ea). Investigation results: confirmed. Investigation conclusion / root cause: "we received 1 ea wheelchair with the item number of mds806400fla with the serial number of (B)(6) in used condition. The seat and back upholstery appear to be in lightly used condition with minimal signs of wear and tear. The leg rest attached and detached without any issues. Inspected the wheel locks and they seemed to be functioning properly at the time of inspection. When the brake was set, the rear wheels would not continue to rotate. The frame itself is in like new condition with no issues observed. The folding mechanism on the chair functioned properly as well. It folded and unfolded the chair with ease. All four wheels have a small amount of dirt, grime, and hair built up. The customer is stating that there was hazardous metal located right underneath the handle. Based on the description documented in the complaint and with the photo that was received the entire chair was inspected for any "slag." After looking over the affected area, and the entire chair, a minimal amount of slag was found on the push handle frame tubing. Also, when the sample was received there was tape covering the area below the push handle where the customer claimed that there was hazardous material. When the tape was removed, there was a lot of glue residue that was stuck to the frame tubing, which made it difficult to confirm the issue."

Event description:
It was reported; a nurse cut his hand on a sharp piece of metal located right below the handle. Workers compensation claim filed.

Manufacturer narrative:
It was reported; a nurse cut his hand on a sharp piece of metal located right below the handle. Email received by materials coordinator safety officer, (B)(6), who provided additional information in regards to this reported incident. Reporter states, the incident occurred (B)(6) 2021 while the nurse (person injured) was taking a patient in the wheelchair to their vehicle. Reporter states, worker's comp report states the following; "was taking patient. Out to car in new wheelchair. My right had slid off the grip onto chrome metal of chair that had metal burrs that cut into my thumb and possibly broke off in my thumb. Thumb immediately started bleeding." Reporter states, "workers comp claim filed - sought immediate treatment at (B)(6). Received treatment and care in recovery room from dr. (B)(6) immediately after incident to stop bleeding. Wound cleaned at pavilion by dr. (B)(6) / dr. (B)(6) removed subdermal metal shards from thumb." It was further reported that the nurse was released from care that day (B)(6) 2021, returned to full active duty, no follow-up appointments are required or scheduled. The sample is available and has been requested for return and evaluation. A photograph has been sent to medline and is a part of this file. A replacement item has been issued. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported; a nurse cut his hand on a sharp piece of metal located right below the handle. Workers compensation claim filed.